Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited stuck key error. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigation performed visual inspection and tested keypad and functions. The customer's reported problem could not be duplicated. According to the investigation all keypad operated normal as intended; however, there was a one-time alarm key stuck in ehl. Service's replaced the pump key pad for preventive and perform all functional testing which passed.